Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, delamination and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening striated in the anterior side and delamination in the diaphragm valve. Based on the device analysis the final assessment is a striated opening in the anterior side assessed as surgical damage and delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.